Event description:
It was reported that the pt underwent surgery to implant the device at c6-7 due to myelopathy. Ten day post-op, the pt reported problems. An MRI showed the disc to be off-center, and that there was a herniation at the level above the implant. An unk time later, CT myelogram showed a second disc herniated. Approximately 3 months post-op, the pt underwent a revision surgery to remove the disc, and fuse c6-c7.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.